Event description:
It was reported that during the implant procedure, the patient experienced an atrioventricular (av) block due to the introducer. The patient is enrolled in the pan psr post-market clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.